Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02543 and reference MFR report: 1627487-2014-02544. It was reported the patient has not used or charged her scs ipg in approximately a year because "she did not like the therapy". In addition, the patient reported she is experiencing pain due to sensitivity at the scs lead anchor site. The patient stated she would like to have her scs system removed. Surgical intervention may be undertaken at later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.